Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right atrial lead dislodged. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.